Event description:
The following information was reported to gore: on (B)(6) 2024, a patient underwent emergent endovascular treatment of an abdominal aortic aneurysm rupture using gore® excluder® conformable aaa endoprosthesis and gore® excluder® aaa endoprostheses. A final angiography revealed no endoleak. The procedure was completed. Due to high intra-abdominal pressure caused by ruptured abdominal aortic aneurysm, the abdomen was opened and depressurized. After the abdomen was opened the blood pressure was decreased. Emergent evar was performed. A proximal type I endoleak and a left distal type I endoleak were observed. Additionally two aortic extender devices and four contralateral leg components were implanted. The proximal type I endoleak and the left distal type I endoleak were resolved. On (B)(6) 2024, the patient expired. The physician stated that even with postoperative confirmation, it appeared that there was no endoleak on the final angiography of the initial evar. A cuff should have been added once the type ia endoleak occurred. Regarding the decrease of the blood pressure, the proximal type I endoleak and the left distal type I endoleak were observed after the blood pressure decreased after the abdomen was opened, so these endoleak could be the cause. The death was due to the aneurysm rupture.

Manufacturer narrative:
H3: code "other" was selected as the medical devices not available for return. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: endoleak. Emdr section h6, codes b14, c19, d15, d12 updated to reflect results of investigation.